Manufacturer narrative:
(B)(4). Concomitant product: guide wire: balance middleweight. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove post deployment from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported on a post market evaluation (pme) form that during a procedure to treat a 90% stenosed proximal left main artery, a 3.5x18 mm xience v stent delivery system (sds) was rated somewhat worse and unacceptable for difficulty to remove than the comparator device. There was no report of any adverse patient effects or a clinically significant delay in the procedure. No additional information was provided